Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11650. The pt received two scs systems. The lumbar system ipg would not turn on, and the pt was unable to establish communication with the ipg using the external devices. In addition, the pt had recently reported having difficulty charging her other ipg. It was reported surgical intervention would be undertaken, and the physician might replace both ipgs to address the issue.